Event description:
The following information is from brasseler USA (b-USA) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for b-USA. B-USA event summary: patient's right buccal mucosa was burned during procedure. Nakanishi has requested additional information from b-USA regarding this event via written letter sent (B)(4) 2014. B-USA did not return handpiece to nsk for the manufacturer's evaluation.

Manufacturer narrative:
We have tried to get more information for this event. We asked b-USA to get more detail information from patient on (B)(4) 2014 and (B)(4) 2014 by e-mail. But we could not get any additional information up to now. As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (forza f5, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.

Manufacturer narrative:
On (B)(4) 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.